Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer first reported that the contact lenses were moving too much, felt dry, and did not stick well to the eyes, experienced dry eyes, burning, redness, headache, inflammation, and blurry vision. The consumer was initially diagnosed with ocular keratitis and given an unspecified antibiotic. The consumer was following basic contact lens care instructions correctly. Upon follow up the consumer stated was diagnosed with bacterial keratitis. Healthcare provider prescribed moxifloxacin hydrochloride and dexamethasone phosphate eye drops and advised to stop using contact lenses. At the time of the report, the consumer¿s eye symptoms were improving. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
H.6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).